Event description:
Boston scientific received information that this pacemaker exhibited oversensing due to noise on right atrial (ra) channel a day after the ra lead was implanted. Boston scientific technical services (ts) discussed the possible cause of the issue. The field representative stated that the sensitivity threshold was raised so that the device would not see the signals. The following day, it was reported that the issue was no longer observed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.